Event description:
Customer reported the adhesive on the electrodes did not work and the electrodes could not be attached to the pt's chest. Therefore, they were not able to use the AED because the pads would not stay attached to the pt. The AED indicator was green and there was nothing wrong with its performance.

Manufacturer narrative:
The supervisor could not retrieve the electrodes after the events (they were discarded), therefore, the actual electrodes cannot be evaluated. We are in process of potentially obtaining the remaining unused electrodes from customer for eval by engineering.